Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, there was no alleged device malfunction reported. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. The patient effects of hematoma, hemorrhage, tissue damage (vascular injury) and surgical procedure (surgical exposure) are listed in the perclose proglide instructions for use, as potential adverse events of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that surgery was performed and the hematomas were drained. Antibiotic management was performed. The patient was delicate but in stable condition after reintervening twice. The patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after an angioplasty and macanic thrombosis intervention. Reportedly, when tying the knot of the proglide device a piece of the artery came out. There was abundant bleeding and the patient went into hypovolemic shock. Haemaccel was placed and blood transfusion was performed. The artery was repaired with 2/0 silk and sutured with a prolene 3/0 double needle to enlarge the incision in the inguinal portion in order to access the femoral artery to repair and close the artery with manual suture to achieve hemostasis. The patient was sent to the intensive care unit and re-intervened twice more due to hematoma at the site of the incision. The physician is reportedly trained in the use of the proglide device. No additional information was provided.